Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good physical condition. A review of the event history log identified check syringe plunger sensor in history. During functional testing check syringe plunger sensor was found at power up. Dowel pin came loose from plunger head mount which is causing both of the customer reported problems. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger head mount and dowel pin.

Event description:
It was reported that the pump's syringe holders will not open and exhibited a check sensor syringe error. No patient injury was reported.